Manufacturer narrative:
The reported event was inconclusive. It is unknown whether the device had met relevant specifications. The product was use for urological care. Although a specific cause cannot be determined, a potential root cause for this event could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and states the following: 1. Method for use (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients with delirium who might pull out catheter when patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was spontaneously removed during operation.